Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system generated a shock impedance alert during follow up, with impedance readings observed around 100-110 ohms and occasional values exceeding 125 ohms. A query was raised as to why the out of range (oor) alert was not triggered with every elevated reading. Technical services (ts) clarified that the impedance alert is designed to trigger only once per programmer interrogation; subsequent elevated measurements will not generate additional alerts until a new interrogation is performed. This behavior is consistent with the device alert logic. No adverse patient effects were reported, and the system remains in service.